Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer reverted to using an alternate insulin pump until the replacement pump arrived. Customer¿s blood glucose level was over 500 mg/dl. The customer addressed their bg with a manual injection.